Event description:
Rep reported that the device could not be re-programmed. It has not yet been explanted, however it was communicated that the device will be revised the middle of august. The product code is currently unknown as the device was implanted in 1998. Patient chart history is said to date back 5 years.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Device will not be returned.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming and pressure test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4) 2014 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. This report is being filed from malfunction to serious injury.

Event description:
Rep reported that the device could not be re-programmed. The device will be revised in the future. Rep still working on the product code being reported as the customer requires a replacement prior to the revision. 4

Manufacturer narrative:
Rep reported that the device will be revised sometime in the future. The product code and/or lot number is not currently available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. If and when the device does get revised the complaint will be re-opened. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.